Manufacturer narrative:
Due to character limit in block e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium flow failure. No harm was reported.

Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, medical device ¿ problem code, type of investigation, investigation findings, component codes , investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that blood has entered the pim which caused the failure. The pim was replaced and the unit was deemed to be acceptable for use.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : d10.